Manufacturer narrative:
Customer phone number: (B)(6). Report date: (B)(6) 2021.

Event description:
It was reported the battery is not charging. There was no patient involvement. The service engineer determined the battery needed to be replaced. The service engineer replaced the battery and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.